Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After burring the tibia, the surgeon collected the femoral checkpoint with the burr and the value was unacceptable high. Troubleshooting procedures led to re-registering the rio which was completed successfully. The surgeon proceeded burr the femur with good results. When checking the tibial cut, the surgeon observed that the cut was deeper than planned, and determined the proper course of action was to convert to a total knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). Mako field service evaluated the device on (B)(4) 2010, and determined that a replacement base array was required because the base array assembly was loose, leading to the high checkpoint error values observed. Design improvements for the base array assembly are in progress, to increase the thickness of the curved area where the pin on the base array shaft rests, and prevent loose assembly. Warnings about the risk of the base array movement after rio registration are included in the application user guide.